Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. During device evaluation, physio observed that the device had logged several event codes into its memory. The device would prompt 'abnormal energy delivery' after each defibrillation shock. The device would only provide monophasic defibrillation shocks (instead of biphasic) and the energy output would be lower than the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not output the negative portion of the defibrillation waveform; the defibrillation shocks were monophasic instead of biphasic. Physio determined that the cause of the reported issue was due to a field effect transistor (fet), designator q19, on the analog pcb assembly, having a short from the drain pin to the source pin. This fet, designator q19 on the analog pcb assembly, having shorted, caused the device not to output the negative portion of the defibrillation waveform, and the proper energy output. A replacement device was provided to the customer under warranty.